Event description:
Information received by medtronic indicated that the customer was getting more insulin during middle of the night and the customer was getting unusual low blood glucose. Blood glucose value at the time of event was 210 mg/dl. Troubleshooting was performed. No further patient complications were reported. The insulin pump will be returned for analysis. The customer will discontinue use of the device.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
The device was returned for analysis.

Manufacturer narrative:
Additional information has been added which was not included with the initial report. The information has been provided in the section b5 with this report. S/w version = 5.2a. Retainer ring = black. Case type = ngp. On 23-dec-2022 the customer alleged possible over delivery anomaly and experienced low bg. The test p-cap locks properly in place in the reservoir compartment. The following were found during the visual inspection: battery cap contact missing, cracked case corner of the belt clip rails near the battery compartment, cracked battery tube threads, serial number label fading, serial number label stained, end cap address label fading, pillowing keypad overlay, keypad overlay texture damage and cracked select button keypad overlay. Pump successfully downloaded using thump and carelink. Daily total of all insulin delivered on 23-dec-2022 was 28.4 u. Pump's memory was reviewed and no unexpected alarms or anomalies were noted. Unit passed active current measurement, sleep current measurement test, self test, rewind, seating, basic occlusion test, occlusion test, force sensor test and displacement test. No ¿no delivery alarm¿ during testing or in pump's downloaded history. Pump was cut open to perform visual inspection and found no component or moisture damage on the electronic assembly, motor assembly and force sensor. In summary, pump passed required testing. Customer alleged for possible over delivery anomaly was not confirmed. Unable to verify customer's low bg complaint. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations by these terms. This statement should be included with any information or report disclosed to the public under the freedom.